Manufacturer narrative:
(B)(4). Reported event was confirmed by operative notes received. Right hip revision op notes demonstrated that the patient was revised due to adverse tissue reaction, elevated metal ion levels and pseudotumor. During the revision, significant poly wear was identified. The cup was well-fixed. A new locking ring and liner were implanted. Stem was removed. New competitor¿s stem, neck and head were implanted. Evidence of trunnion wear with metallic wear debris evident. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received a right revision procedure approximately seven years post-implantation due to elevated metal ion levels. MRI results demonstrated adverse local tissue reaction around the prosthesis and pseudotumors around the hip. No further event information available at the time of this report.